Event description:
A customer reported damage to the pump housing and usb, noting that the guide rails were worn down and indicated an issue with a loose cartridge. There was no adverse impact to the customer's blood glucose level. The customer was asked to send pictures of the damage, but the attachments could not be seen in the email sent. Technical support attempted to follow up; however, the customer did not answer.